Event description:
Rx xxxxx was types incorrectly for mepilex 4x4 with border but original rx was for mepilex ag 4x4. I was given the refill to order and asked data entry to call to verify if we should send what they previously received or the correct item but the response I was given was "yes 4x4 is good" so I still have the label with me because I am unsure what product to order. The orders coming from the homes are not standardized, confusion among product selection in data entry? Lack of standardized qs1 items. (B)(6).